Event description:
During a y-90 radioembolization procedure, a direxion microcatheter was discovered to be cracked while inside the patient's body. The microcatheter was promptly exchanged for a new one. No apparent harm was done to the patient. Y-90 dose was not delivered to the patient due to inability to access the hepatic artery branch.